Manufacturer narrative:
Investigation summary: based on the information available, product analysis confirmed device malfunction. Device history record (DHR) : the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis : the ams700 ipp cylinders were visually inspected and leak tested. Cylinder 1 has an air between the inner tube/fabric and the outer tube when inflated in cylinder body; no leak was found. Cylinder 1 was not pressure test due to bulging was identified. Cylinder 2 was pressure tested and performed within specification; no leak was found. Both cylinders had wear at fold in cylinder body. Labeling review: a review of the device instructions for use (IFU) ams 700 pump was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis(ipp) due to damaged cylinders. The cylinders size were replaced. A patient outcome of stable was reported.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis(ipp) due to damaged cylinders. The cylinders size were replaced. A patient outcome of stable was reported.